Event description:
The pt had open heart surgery on 6/18/96. After the procedure a reddened area was noted to the left and 3 inches below the sternal notch. This was reported as a superficial burn possibly related to one of the overhead lights that was missing a heatfilter. An investigation was initiated to determine the potential for other causes of the burns. The other possibility being considered was an alternate site burn related to the electrical equipment. The bovie unit was removed and checked by biomed. The MFR has been notified of the incident. Or staff will be inserviced regarding proper placement of pads. The or staff will be inserviced regarding the changing of overhead light bulbs and heat filters.